Manufacturer narrative:
9/9/1998- supplemental report sent to FDA. Additional date entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument locked on tissue. The surgeon manually manipulated the device off the tissue. The hospital has reported that no pt injury occurred.